Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) approximately (B)(6) ago. The current charge time (CT) was noted to be 27.9 seconds, and the battery voltage was 2.34. It was noted that the patient received a recent shock, which had a 28 second CT. Remaining tachycardia therapy was questioned. Technical services (ts) discussed tachycardia therapy and reviewed battery voltage history and noted that the device met criteria for exhibiting the shortened replacement window ((B)(6) 2007) advisory behavior. Ts recommended replacement of the device as soon as possible. No adverse patient effects were reported. Additional information was provided that the device was later explanted and it was noted would not be returned for evaluation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.